Event description:
Related manufacturer reference number: 3006705815-2023-03173. It was reported that the patient is experiencing ineffective stimulation due to high impedances. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates the patient¿s system was unable to be placed into MRI mode due to high impedances. Surgical intervention took place wherein one lead was explanted and replaced to address the issue. Ipg was electively replaced.

Manufacturer narrative:
Correction e1 initial reporter the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000064112.